Event description:
N/a.

Manufacturer narrative:
The cusa excel device was received for evaluation: failure analysis - analysis of the returned fractured end piece of the tip found that it was fractured at an angle, which indicates the tip likely experienced undue angular shear stress.this is the most likely cause based on all available information and analysis. Root cause - complaint is confirmed by inspection of the returned tip. However, without witnessing the incident firsthand, it is not possible to confirm the definitive cause. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
During intracranial surgery, staff discovered that the tip of the cusa excel 36khz (c4611s) was broken and the broken part was found in the patient's brain. They managed to retrieve the broken part and took it out. Additional information indicates that exeresis was nearly finished when the issue happened so the surgeon did not use another device. The surgery was not delayed and the patient was not injured.